Event description:
Per repair center, alarm not functioning. Key failure is the 4-way valve has a foreign substance. Additional malfunctions are the tie wraps for the sieve bed are defective and the poppet for the solenoid is defective.